Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, a chest x-ray was performed and confirmed that the lead had dislodged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.